Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, stripes in image, and damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely the flickering image and stripes in the image were due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the subject device flickered. There were no reports of patient harm.